Manufacturer narrative:
(B)(4)

Event description:
It was reported that "incident occurred on (B)(6) 2025. Minor incident. Malfunction causing blockages and preventing sampling of the radial arterial catheter. Preventing arterial sampling. Following this incident, the catheter was removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". It was reported "the device is not the cause of death and is not a contributing factor."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "incident occurred on (B)(6) 2025. Minor incident. Malfunction causing blockages and preventing sampling of the radial arterial catheter. Preventing arterial sampling. Following this incident, the catheter was removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". It was reported "the device is not the cause of death and is not a contributing factor."